Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver (cg) stated that the patient line was full of air bubbles. The technical service representative assisted the cg with ending the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function test and device-device interaction testing (sample ran on machine) with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.